Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11oct2018. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that while the device was connected to alternate current (ac) power, the power source was switched to power off of the internal battery during operation. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 31dec2018. Date of manufacturer: 28dec2018. The manufacturer¿s international service technician could not duplicate the power up issue. The manufacturer¿s international service technician replaced the power supply to prevent recurrence. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.